Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that two pins from the black connector of the patient cable were broken and remained stuck within the corresponding ports of the system controller. The patient cable and controller were to be replaced.